Event description:
The device was prepped normal with flush and then plugged into the system. After it was plugged in, an error message was on the system: " magnetic sensor error". So, device was unplugged and plugged back in. A cable also was changed out to check if that solved the issue. It still did not work so a new catheter was used and worked fine. Device was replaced by the company and the old device sent back.